Manufacturer narrative:
It was reported that the patient underwent partial mastectomy. Xray was performed and confirmed needle was retained in breast tissue. It was reported that the patient has no discomfort now and the surgeon opines the patient will need further operation to remove the needle piece. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Further evaluation upon visual inspection reveals it was a mixed mode fracture with more signs of ductility. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection was performed and revealed ductile fracture and intergranular fracture. This was a mixed mode of fracture.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection was performed and revealed ductile fracture and intergranular fracture. This was a mixed mode of fracture. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined and they met the requirements.

Event description:
It was reported that the patient underwent mastectomy on (B)(6) 2014 and suture was used. The needle broke while suturing the mammary gland following removal of malignant breast tumor. The needle piece was not found, the wound was closed and half of needle was retained in the patient. The surgeon will request the patient return to the clinic to perform mammogram to locate the needle and remove it.

Manufacturer narrative:
(B)(4). Visual inspection of part of a needle that was broken in the body towards the attachment end revealed scuff marks and indents around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation with signs of ductility. There were no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.